Manufacturer narrative:
A service history review revealed the current issue does appear as a repeat service event for "liner cross display / key pad is not working". The direct cause of the previous servicing of "liner cross display" was not determined as the device function as intended. The device was inspected but no symptom or potential cause of the reported issue of "liner cross display" was found, therefore no correction was required. The direct cause of the previous servicing of "key pad is not working" was the keypad. The keypad was replaced. All required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump option menu button on the keyboard was inoperable. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.